Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnects were confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6) ) was returned for analysis, a log file was submitted for review, and a log file was downloaded from the system controller. The log files spanned approximately 12 days (23jun2021- 02jul2021, 08jul2021, 14jul2021). Events occurring on 08jul2021 are from when the system controller was already exchanged and events occurring on 14jul2021 are from product testing at abbott. On 23jun2021 at 03:29:29 - 09:40:14, 25jun2021 at 21:22:05 - 21:22:13, and 01jul2021 at 00:07:36 on the black power cable and on 25jun2021 at 22:22:28 on the white power cable there were atypical power cable disconnects while connected to 14v battery power. These alarms were activated along with rsoc invalid fault alarms. These events would all clear on their own. There were no other notable alarms in the log file related to the reported event. Pump operation was not affected. The heartmate iii system controller was tested and passed all stages of preliminary and functional testing. The device was able to run on a mock loop for an extended duration without issue. The reported alarms were not reproduced. Additional information communicated on 15sept2021 indicated that the patient had not complained of power cable disconnects since their controller exchange. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients primary was exchanged in clinic due to complaints of power cable disconnect alarms. The terminals were cleaned and the clips were changed which did not resolve the alarms. Log file analysis of files from old controller captured power cable disconnects while attached to batteries. The events occurred on the white and black leads.